Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed and replicated. The instrument was found to have grip input disk # 6 completely detached. The instrument was found to have a hairline crack on input disk #7. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during central processing, the clip applier instrument was not clipping. There was no report of patient involvement or reported injury.